Event description:
It was reported that the camera head had a cut in the cable. The issue was identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.